Event description:
On (B)(6) 2025 - we were notified of a patient who had a capsule procedure on (B)(6) 2025 and the capsule was reported as being "stuck". One of the customer's doctor had to do an emergency egd to retrieve the capsule. We followed up on 7/30/2025, 8/4/2025 and 8/7/2025 to obtain additional information without response. On (B)(6) 2025 - customer informed us that after the swallow on (B)(6) 2025, "the capsule made it past the upper esophageal sphincter and would not pass through further. The capsule got stuck by a cervical spine hardware that had protruded through the esophageal lining from the posterior aspect, impinging on the esophageal lumen and preventing the capsule from passing through." The customer informed us an emergency egd was performed that same day. The customer also mentioned that the patient "is doing fine with no new issues or symptoms. Strongly urged patient to seek immediate follow-up with his spine surgeon as well as likely ent for evaluation of this proximal esophageal spinal hardware protruding into the esophageal lumen, fortunately in what seems like a contained fashion with no open perforation to the thoracic cavity or mediastinum." After the findings on this emergent egd, the physician did "perform a chest x-ray immediately to rule out free air in the mediastinum, as it was not clear at that time whether the perforation was extended or worsened as a result of the process of dis-impacting the capsule from this area". We believe that the capsule worked as intended and the issue was caused by pre-existing condition therefore no further action is required.

Manufacturer narrative:
On (B)(6) 2025 - we were notified of a patient who had a capsule procedure on (B)(6) 2025 and the capsule was reported as being ""stuck"". One of the customer's doctor had to do an emergency egd to retrieve the capsule. We followed up on 7/30/2025, 8/4/2025 and 8/7/2025 to obtain additional information without response. On (B)(6) 2025 - customer informed us that after the swallow on (B)(6) 2025, "the capsule made it past the upper esophageal sphincter and would not pass through further. The capsule got stuck by a cervical spine hardware that had protruded through the esophageal lining from the posterior aspect, impinging on the esophageal lumen and preventing the capsule from passing through." The customer informed us an emergency egd was performed that same day. The customer also mentioned that the patient "is doing fine with no new issues or symptoms. Strongly urged patient to seek immediate follow-up with his spine surgeon as well as likely ent for evaluation of this proximal esophageal spinal hardware protruding into the esophageal lumen, fortunately in what seems like a contained fashion with no open perforation to the thoracic cavity or mediastinum." After the findings on this emergent egd, the physician did "perform a chest x-ray immediately to rule out free air in the mediastinum, as it was not clear at that time whether the perforation was extended or worsened as a result of the process of dis-impacting the capsule from this area". We believe that the capsule worked as intended and the issue was caused by pre-existing condition therefore no further action is required.